Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the patient's surgeon, the patient was administered anaesthesia prior to explantation on (B)(4), 2012, and expired due to complications. It was reported the primary cause of death was anaesthesia, and the secondary cause of death was cardiac arrest. The device was not explanted, and is unavailable for analysis. Additional information has been requested, but has not yet been provided.(B)(4): device not available for analysis.

Manufacturer narrative:
(B)(4). Implanted device remains.